Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 38 mg/dl when paramedics arrived. Customer stated that he was found unresponsive at a restaurant and the paramedics were contacted. Customer stated that his insulin pump auto off settings was set to 13 hours, if he does not push any button on the pump for 13 consecutive hours it will automatically turn off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.